Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A technical support specialist noted that user had picked the wrong item, the user required clonazepam 0.5 milligram (mg) but noticed that lorazepam 0.5 mg listed on the profile instead. The system functioned as intended.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank, drawer did not open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.